Event description:
It was reported that the patient had difficulty with wound healing with vns battery replacement as he would pick at his incisions. Generator device history record was reviewed. The generator was sterilized prior to distribution, and the generator met all product specifications prior to distributions. No other relevant information has been received to date.